Event description:
The user was walking down stairs when he fell and broke his wrist and hand. The user had bags in his arms and was therefore not holding the handrail. The used went to the emergency room and his hand was placed in cast.

Manufacturer narrative:
Three shims had been installed in the knee, likely causing the geometric lock to deactivate and the stability of the knee to decrease. IFU states "do not install more shims than the two different types combined. Adding more shims can deactivate the geometric lock, and negatively affect the stability of the knee during stance." After removing two of the shims the knee functioned as intended, passing manufacturing tests. No signs of manufacturing issues. Further action not required.

Event description:
The user was walking down stairs when he fell and broke his wrist and hand. The user had bags in his arms and was therefore not holding the handrail. The used went to the emergency room and his hand was placed in cast.